Event description:
It was reported that in central processing, after cleaning, they noticed the wire broke on the tenaculum forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.